Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 694758 implantable pacing lead, implanted: (B)(6) 2003; 5076-45 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that a pocket infection occurred. It was also reported that there was intermittent diaphragmatic stimulation with bi -ventricular pacing. There was also concern with early battery depletion. During the pocket revision for the infection, the physician decided to change out the implantable cardioverter defibrillator (ICD) and downgrade to a bi-ventricular pacemaker. No further patient complications have been reported as a result of this event.